Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate pain relief. It was also noted that the patient was not using the device as it was bothering her. The patient underwent an explant procedure and was doing well post-operatively. The explanted devices were discarded by the medical facility.